Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) unit would not pass screen calibration. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: ( (B)(6), occupation - biomed). A getinge field service engineer (fse) replaced suspected touch screen. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use is unknown. The failure analysis and testing department received touchscreen assy, and performed visual inspection of this part received and part looks to be in condition. Installed the touchscreen assy, into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure of the unit was not passed touchscreen calibration. Touchscreen assy, failed testing. Sending the touchscreen assy, to the supplier for failure analysis as per procedure 0002-07-d008 rev an. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. This part is no longer going back to supplier for furthter investigation. The final investigation completed. Retaining this part in the fat dept. As per procedure 0002-07-d008 rev aq.